Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 45 mg/dl. Customer's current blood glucose was 175 mg/dl. The customer did experienced the symptoms due to low blood glucose. The customer was treated with orange juice and food. Troubleshooting was declined for low blood glucose. The insulin pump will not be returned for analysis.